Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) verified the malfunction. The fse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb and the software. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient involvement.